Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative was onsite and did observe the customer's report. The smart pneumatic module board was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.